Manufacturer narrative:
Device identifier was not provided. Based on the information provided, it cannot be determined that the alleged bleeding and subsequent cauterization are related to the v.a.c.® dressing. The patient was on two anticoagulant treatments, and thus, was prone to bleeding. A device history record review and device evaluation could not be performed. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Warning: patients with an increased risk of bleeding complications should be treated and monitored in a care setting deemed appropriate by the treating physician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 22-oct-2021, the following information was reported by the patient: on (B)(6) 2021, the patient's arm wound. Allegedly experienced bleeding, and the patient presented to the physician's office where the physician. Subsequently cauterized the wound. The patient was currently taking blood thinner medication. On 08-nov-2021, the following information was reported to by the physician's nurse: the patient reportedly experienced a technical issue and upon removal of the v.a.c.® dressing, a small amount of bleeding was observed. A pressure dressing was initially applied. Throughout the day, the patient's wound continued to "ooze" and the physician subsequently cauterized a "tiny" area. The nurse also confirmed the patient is currently on two anticoagulant medications and that the activ.a.c.¿ ion progress¿ remote therapy monitoring system contributed to the bleeding as the patient would not have experienced bleeding if the v.a.c.® therapy dressing had not been removed. The v.a.c.® dressing lot number was not provided and was not returned; therefore, a device history record review and device evaluation could not be performed.